Event description:
Listened to the call and found that the customer was hospitalized due to dehydration, with a blood glucose reading of 169 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s blood glucose level was 169 mg/dl at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about harm code with the initial report was incorrect. The correct information has been included with this report. (B)(4).